Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what were the indications for surgery? Was a leak test performed? If so, what was the result? How long after initial procedure was fistula diagnosed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that in the postoperative period of partial gastrectomy, patient presented secretion in the drain. It was reoperated for cavity inventory, observed fistula in the clamp line. Impact to the patient included reoperated, exchange of antibiotic, prolonged hospitalization time. Action taken for procedure: washed the abdominal cavity, sutured clamp line with pds 3.0.